Event description:
It was reported during the prepare of catheter, prior its placement, it was observed a hole in its proximal extension. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak from the catheter was confirmed, but the exact cause could not be determined from the video that was provided for investigation. The video showed a 2fr per-q-cath PICC. The catheter was placed over a paper towel. The stylet and t-lock extension set were attached to the catheter. A syringe was attached to the extension set and a clear fluid was being infused into the catheter. Fluid appeared to be leaking from the catheter near the 16cm depth mark and the paper towel showed the formation of wet spots. Since the leak was demonstrated in the video, the reported event was confirmed; however, since the material condition of the leak path could not be observed in the video, the cause of the leak was unknown. Potential contributing factors include damage from the stylet wire or inadvertent damage from a sharp instrument. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeq3571 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported during the prepare of catheter, prior its placement, it was observed a hole in its proximal extension. No other information provided.